Event description:
Customer reported this inform meter became "hot to the touch", began smoking when docked in an inform base. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.